Event description:
The manufacturer received information on this event through the paper "thromboembolic complications of annuloplasty rings" by ratnasari padang, et al. The publication describes 8 patients presenting with new thromboembolic complications following ring annuloplasty repair, highlighting the variable clinical and imaging presentations of this condition. One of these patients received a memo 3d semirigid annuloplasty ring smd34. The patient had recurrent stroke 4 months post op, and the echo showed a mass attached to the annuloplasty ring. The patient was treated with a mechanical mitral valve replacement and warfarin therapy. The patient did not undergo any post-operative anticoagulation use.